Manufacturer narrative:
Device evaluated by MFR.: mustang device - 6x4x40cm was recieved for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 47mm in length and extended from a position 6mm proximal of the proximal markerband to 4mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the median cubital vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 20 kilopascal (kpa), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the median cubital vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 20 kilopascal (kpa), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.